Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device was not working well was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the battery reamer/drill device was rotating in reverse direction when the mode switch was set to forward (fwd), in reverse (rev) mode the handpiece initially did not have any function but after a few trials it was rotating in forward direction. Motor and electronic control unit (ecu) were tested separately, and it was found that the ecu was defective. It was further determined that the device failed pretest for check fwd/rev mode. It was noted in the service order that during pre-surgery testing for a bipolar hemiarthroplasty (bha) procedure it was observed that the device did not work well. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.